Event description:
Clinic staff received a phone call from pt's wife while pt was receiving his home hemodialysis treatment. Wife stated she was in trouble and that "he went out on her." Wife reported pt was not responding. She stated she was unable to call 911 so the clinic staff called 911. The 911 ems was sent to the house and it was reported that the pt was pronounced dead upon ems arrival to the home.